Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the device side connector part has been detached and dropped off in the package." The alleged defect was detected in the operating room, prior to use on a patient.